Event description:
During the surgery physician used endeavor resolute stent to treat calcified and tortuous lesion that showed 95% stenosis in the lad. The device could not pass the lesion, which was pre dilated with 2.50mm x 20mm maverick balloon catheter (pre dilatation: 10 atm x 5s; 16 atm x 9s; 16 atm x 10s). The device was inspected prior use with no abnormalities noted. The device prepped before use according to instructions for use. There was no resistance encountered at the lesion. The physician used a new device to complete the procedure. No patient injury noted. When the device was received in the manufacturing facility for evaluation and it was noted that the stent was damaged. Evaluation summary: the stent was positioned between the markerbands as per specifications. The first four distal stent segments were raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results and conclusion: (calcified, tortuous, 95% stenosis). (Stent deformation). Deformation problem. (B)(4).